Manufacturer narrative:
A nurse called to report that a pregnant woman have had some allergic reaction after using clickfine 4 mm. She had attributed this to an allergic reaction from the needle because changing insulin 4 times did not resolve the problem. A review of production records showed no abnormalities or deviations from the validated manufacturing process for the main batch 201226. Bioburden, endotoxin lal, and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issue were detected.

Event description:
A nurse called to report that a pregnant woman have had some allergic reaction after using clickfine 4 mm. At first, it was thought to be an allergic reaction to insulin since she has changed the insulin type four times already. However, when she tried using the needle without any insulin, she got the same allergic reaction from the needle.